Event description:
It was reported that during a prostate procedure that laser system stopped at approx 140,000 joules of use and displayed error 171. The system was rebooted and again failed with error 171. The case was completed by turp. There was no report of injury.

Manufacturer narrative:
The laser was serviced in the field. The resonator was replaced; the system was tested, verified to spec and the system released for customer use.